Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tg3720/06360249) to repair a pseudoaneurysm with diameter of 51mm resulting from previous graft placement. The proximal landing zone was measured 3.5cm, and there was 22cm in length between distal end of the pseudoaneurysm and the celiac artery. It was reported that the device was placed within a surgical graft; however, it is unknown which portion was in the graft. The final angiography showed a distal type I endoleak and the physician elected to monitor the patient. The patient tolerated the procedure and was later discharged. Subsequent follow-up examinations showed that the distal type I endoleak remained and that the aneurysm shrunk to 50mm, however on (B)(6) 2010, two year follow-up examination revealed both proximal and distal type I endoleak and the aneurysm enlarging to 57mm. On (B)(6) 2011, an additional gore® tag® thoracic endoprosthesis (tgt3710/8244124) was implanted proximal to the previously implanted device to repair the proximal type I endoleak. It was reported that the distal type I endoleak was not repaired. The patient tolerated the procedure. Subsequent follow-up examinations showed that the proximal and distal type I endoleak remained and that the aneurysm was measured 65mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.¿